Manufacturer narrative:
Follow-up #1: [date of submission 11/9/2016]-device evaluation: the patch has been returned and evaluated by product analysis on 10/24/2016 with the following findings: DHR was performed and no issues were found related to this complaint. Visual inspection was performed to evaluate the device. A delivery dose accuracy (dda) and last dose lock out (ldlo) testing was performed to evaluate the device performance. During the filling, de-bubbling, and prime processes, no problems were found. There was no evidence of leaks identified during the process. During the dda and ldlo testing the device was dispensed correctly and performed the last dose lock out as per specifications. Based on the investigation and testing results, it can be concluded that the complaint was not confirmed and no further action was required. The assignable cause could be attributed to the patient not performing the filling, de-bubbling, and prime processes as instructed in the user¿s guide. If the device was not properly oriented during the de-bubbling process the air bubbles will not position at the notch in order to remove air bubbles from the reservoir. Excessive clicks on the device exceeded the guide cap capacity and could cause the insulin to leak out at the edges of the guide cap. Based on the investigation and visual inspection results it can be concluded that the complaint was not confirmed and no further action was required.

Manufacturer narrative:
Calibra requested return of the product but it has not been received. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 10/3/2016, it was reported that when the patient clicked the buttons to remove an air bubble, the bubble would not move and the insulin leaked out of the patch. The device did not get placed on the patient. This event occurred two times with patches from the same box. A patch from a new box was used and there were no issues with leakage. This complaint is being reported because the device became unusable.